Manufacturer narrative:
A spacelabs field service engineer (fse) went on site and tested the unit. The fse found that the display mounts were lowered to a point that the display cables were being pinched and bent causing intermittent display issues. The sudden loss of display communication was causing the central software to restart. The fse adjusted the display mounts and confirmed the issue was resolved.

Event description:
The customer contacted spacelabs technical support and reported that their xhibit central station was freezing and rebooting. There was no patient or user harm associated with this event.